Manufacturer narrative:
The customer received service from their own equipment manager. With no additional, related information provided, the customer reported events could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgery, throughout the case, irrigation was poor and eye went soft. The surgeon had to perform anterior vitrectomy. No error code was displayed and system passed prime and test. They tried priming and testing with another handpiece and system passed with no error codes. Additional information has been requested.